Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported hydromorphone (10mg/50ml in quva prefilled 50ml syringe) was used to prime the IV (bd pca administration set). After priming the tubing the remaining volume in the syringe was noted by clinicians to be 50ml. A bolus dose 2ml was given. The pump displayed a volume to be infused (vtbi) of 47ml however the syringe showed the expected amount of 48ml. Quva 50ml prefilled syringe is not a compatible syringe with the pca system. Staff attempted to recreate this with a test syringe filled with normal saline and the same settings, the pump still showed the discrepancy with a repeat test. It was further reported that clinicians have reported this scenario has happened previously as well. There was patient involvement however no patient harm.

Event description:
It was reported hydromorphone (10mg/50ml in quva prefilled 50ml syringe) was used to prime the IV (bd pca administration set). After priming the tubing the remaining volume in the syringe was noted by clinicians to be 50ml. A bolus dose 2ml was given. The pump displayed a volume to be infused (vtbi) of 47ml however the syringe showed the expected amount of 48ml. Quva 50ml prefilled syringe is not a compatible syringe with the pca system. Staff attempted to recreate this with a test syringe filled with normal saline and the same settings, the pump still showed the discrepancy with a repeat test. It was further reported that clinicians have reported this scenario has happened previously as well. There was patient involvement however no patient harm.

Manufacturer narrative:
Omit : c20 - no findings available additional information : if other specify, imdrf annex a, b, c, g codes. H3 other text : customer provided sample photo only. No device was returned.